Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the language settings were unable to be changed. There was no reported blood glucose value as the reported issue occurred prior to customer use.